Manufacturer narrative:
Follow-up # 1 (09/13/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed all testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k053529.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings. The (B)(6) medical surveillance specialist was able to classify the complaint based on the information originally provided to customer service. On (B)(6) 2011 at 3:30 pm the patient obtained the blood glucose reading of 80 mg/dl on the reported meter. At 3:45 pm the patient experienced the symptoms of sweating and anxiety. The patient's wife treated him with juice and glucose, and contacted emergency services. Paramedics arrived, and at 5:45 pm tested the patient's blood glucose level using their meter to be 32 mg/dl. The patient tested using the reported meter, and obtained a reading of 82 mg/dl. The patient received further food and drink as treatment. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he obtained a normal blood glucose reading of 80 mg/dl on the reported meter, and received emergence medical attention and treatment. Therefore this complaint is being reported.